Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported via e-mail that upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She visited a clinic for the removal of the remaining pieces of pledget. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, medical treatment and outcome, however, no further information has been received.